Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 300 units of insulin, and the insulin gauge remained static at 105 units. The customer's blood glucose (bg) level was 260 mg/dl, and the customer confirmed a correction bolus would be delivered to address the bg level. During a follow-up email from the customer on (B)(6) 2017, the customer confirmed that the insulin gauge began to decrease as expected.